Event description:
It was reported that there was a black mark on the reservoir of a small volume intermate. This was noted before patient use. The device was filled with an unspecified amount of ceftriaxone. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was inspected at the baxter dublin compounding center. A visual inspection revealed a black mark on the reservoir of the device. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.